Event description:
The customer reported that during use, after pushing the activation button, the button stuck in the on position. No pt injury occurred. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.